Event description:
The homecare provider (hcp) reported the following incident: (1) the h-46 was filled in december 2000. (2) 3 days later, an rt was filling about 7 portable liquid oxygen units from the h-46 when the quick connect froze open and leaked all the contents. (3) no injury occurred.